Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had an unexpected restart. The customer¿s blood glucose level was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery and pump alarmed unexpected restart. The customer advised that the pump will need to be replaced. The customer advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement,unexpected restart error test and self test. No unexpected restart error alarm noted during test.